Event description:
Chloraprep frepp was used to cleanse patient's skin before IV insertion. A small piece of chloraprep was noted to be poking through soft surface and scratched patient's skin during the cleansing process. Patient noted to have multiple scratches around a/c and forearm with small amount of blood. Patient states "I thought it felt rough but I didn't want to say anything." Rn apologetic and states she will follow up with appropriate patient safety reports. Patient skin wiped clean and patient offered ice pack. Patient states she is okay and states "the fact that you feel so bad reassures me that you did not do it on purpose. Stuff just happens, I'm fine." This rn gave defective product to charge rn. Physician aware and will place order for bacitracin. Bleeding quickly stopped no obvious signs of distress.